Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation:the actual device was returned for evaluation. The device was evaluated and no failures were identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: serial number: the serial number was unknown in the initial report. Upon receipt of the device, the serial number was identified as 15170 and has been updated accordingly. G2: the manufacturer location was unknown in the initial report. The location has been updated to oberdorf. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 4/19/2017. D4: the UDI has been updated accordingly. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once quality engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The serial number was unknown. Therefore, device manufacture date and the manufacturing location were unknown. UDI: the device manufacture date is currently unavailable. Therefore, the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation surgery for a left upper arm bone fracture, it was discovered that the multiloc humeral nail (8.5mm dia.,195mm) was applied to the left humeral diaphyseal fractures and for the distal lateral insertion, the radiolucent drive device was connected to the small battery drive device. It was reported that while the surgeon was drilling the bone, an abnormal sound was heard from the radiolucent drive device and it stopped moving and working. It was further reported that since the device generated heat, it was cooled with a physiological saline. Then, the device was left for a while without being used. The surgeon then re-tried drilling with the device; however, a phenomenon in which the body rotated occurred. It was reported that the surgeon continued the drilling by holding the main body of the device by hand to complete the surgery. There was a thirty-minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.